Event description:
It was reported that patient indicated the inflatable penile prosthesis does not stay completely deflated and auto-inflates when walking. The skin at the left side of the base of penis bulges with excess tubing, creating pain at all times. He also now has a curvature which he did not have prior to surgery. The patient saw the physician assistant for an evaluation last week without resolution. Troubleshooting with a manufacturer's rep did not resolve the issue. It was recommended that the patient make an appointment with the physician. No further patient complications were reported.